Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 4cm balloon. The balloon appeared to have been previously inflated. No anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. The balloon was able to be inserted through an in-house 6fr terumo introducer sheath without issue. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting through the fibers at the proximal cone, located 6.0cm from the distal tip. The balloon was deflated without issue and then retracted through the introducer sheath without issue. The balloon fibers were then stripped. The balloon was examined under microscopic magnification and a pinhole rupture was observed on the proximal cone of the balloon, 6.4cm from the distal tip. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the image provided, contrast extravasation was demonstrated at the time of the pta angioplasty inflation. Conclusion: the investigation is confirmed for a pinhole rupture on the proximal end of the balloon. The investigation is unconfirmed for sheath retraction problems, as the balloon was able to be inserted and retracted through an in-house 6fr introducer sheath without issue. The balloon rupture likely contributed to the retraction difficulties through the sheath. However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter: while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during the first inflation, in the lower arm, the pta balloon allegedly ruptured at 10 atm. It was further reported that the heath care provider (hcp) experienced difficulty in retracting the balloon through the sheath. Reportedly, another pta balloon was used to complete the procedure. There was no reported patient injury.